Event description:
Litigation alleges that the patient suffers from pain and suffering of either an asr or pinnacle implant. Doi: (B)(6) 2006 - dor: none reported (left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.